Manufacturer narrative:
Philips service replaced the defective low voltage power supply in the r-cabinet. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that defective low voltage power supply in r-cabinet; geometry movement limited on a allura xper fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.